Event description:
A 4.5 mm x 100 mm abbott supera self-expanding stent reference number (s-45-100-120-p6) lot # 9040461 expiration 2021-03-31 was deployed in a heavily calcified below knee popliteal artery after balloon angioplasty. Pre dilatation with a 4mm x 15 cm abbott balloon to 4.3mm was performed over a v-18 control wire. Significant residual stenosis was noted; therefore, the decision was made to use a self-expanding supera stent. A self-expanding stent was deployed across the stenosis. While advancing a balloon to perform post-deployment dilatation, it was noted that the tip of the delivery system had become detached in the distal artery still on the guidewire. Ultimately, we were able to pass a 4mm snare distal to the catheter tip, pass the .018 guidewire through the snare, and then pull the snare back over the catheter tip and pulled the catheter tip back into the 6 fr delivery sheath. FDA safety report ID # (B)(4).